Manufacturer narrative:
Complaint conclusion: it was reported that the doctor attempted to deploy a 5f mynxgrip vascular closure device (vcd) and the advancing tube did not appear. The patient then went to manual pressure. The vcd was being used for closure following an interventional procedure. The product was stored as instructed per labeling. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle, covering the balloon¿s proximal tip. The sealant and advancer tube were found inside the shuttle cartridge tubing. The syringe was connected to the device as received. The procedural sheath was not returned with the device. The sealant sleeve was still in manufactured position as received which indicated that the shuttle may have not been inserted in to the existing procedural sheath. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post-procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. The balloon was fully inflated with proper functioning of the inflation indicator. Shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle. The advancer tube was exposed and found properly engaged to the proximal tamp lock, per mynxgrip instructions for use (IFU). No anomalies were observed. The distance between the proximal and distal tamp locks was measured and noted to be within specification. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A device history record (DHR) review of lot f1805201 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿advancer tube not present¿ was not confirmed through analysis of the returned device. The condition of the returned device did not match the description as the device performed as intended. The root cause of the reported event could not be conclusively determined through analysis. Based on the limited information available for review and the product analysis, handling factors (such as incomplete shuttling) most likely contributed to the issue experienced by the customer as evidenced by the presence of the advancer tube and successful functional analysis of the returned device. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1805201, was performed the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of completion of the engineering evaluation.

Event description:
It was reported that the doctor attempted to deploy a 5f mynxgrip vascular closure device (vcd) and the advancing tube did not appear. The patient then went to manual pressure. The vcd was being used for closure following an interventional procedure. The product was stored as instructed per labeling.

Manufacturer narrative:
A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle, covering the balloon proximal tip. The sealant and advancer tube were found inside the shuttle cartridge tubing. The syringe was connected to the device as received. The procedural sheath was not returned with the device. It was reported that ¿the doctor attempted to deploy a 5f mynxgrip vascular closure device (vcd) and the advancing tube did not appear.¿ however, the sealant sleeve was still in manufactured position as received which indicated that the shuttle may have not been inserted in to the existing procedural sheath. The condition of the returned device does not match the description of the incident. However, it is unknown if the device was manipulated post the procedure. The catheter and shuttle cartridge were inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. During the functional analysis, the balloon was fully inflated with proper functioning of the inflation indicator. The shuttle down step was simulated by retracting the shuttle until the shuttle hub locked onto the black handle. The advancer tube was exposed and found properly engaged to the proximal tamp lock. No anomalies were observed. The tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A review of the manufacturing documentation associated with lot f1805201 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process. Based on the information provided and the investigation performed, the failure reported as the advancing tube did not appear could not be confirmed as the condition of the returned device does not match the description of the incident and the root cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use. However, it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.